Event description:
Post extraction due to infection, externalized conductors were observed on the rv lead. Fluoroscopy done before extraction was inconclusive. No electrical anomalies were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 9.5 to 11.7cm from the distal tip. External insulation abrasion was noted at 31.3 to 32.1cm from the distal tip, consistent with friction to another device and between 46.7 and 48.3cm from the distal tip, consistent with friction to the ICD can. The etfe coating was intact at these locations.